Event description:
It was reported through strykeractive's facebook page, "he did my knee and I have foot drop".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.